Event description:
The account stated that the cell-dyn 1700 analyzer has generated discrepant hct results on 2 patient samples. On patient #1, the initial result was 24.4 % and the retest result was 43.5 %. Qc is in assay range. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation: rbc/plt transducer assembly. On (B)(6) 2009, a customer from family doctors in shreveport, louisiana, reported hemoglobin and hematocrit (h & h) mismatch on 2 patient samples with the cell-dyn 1700 instrument, (B)(4). The same sample was run on another cell-dyn 1700 instrument and it matched well. All maintenance was up to date. The customer stated that the instrument had been serviced on (B)(6) 2009 for background issues. The customer verified the syringes were moving properly and without leaking issues; bubble mixing was also good on (B)(6) 2009, the fsr replaced the rbc/plt transducer and performed verification procedure-11 (vp-11) main amplifier offset and gain adjustment successfully. The fsr ran precision, which was within range. The fsr also ran approximately 60 patient samples with the customer with no further errors. Qc was within range. No further investigation was needed. The instrument was performing within specification. The cell-dyn 1700 system operators manual, list number 03h58-01, revision f, under section 10, troubleshooting and diagnostics, provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Section 4, performance characteristics page 4-21 indicates typical precision, a concise summery of system performance when operated under normal laboratory conditions. Section 6, calibration procedure, page 4-3 indicates calibration methods. Based on the investigation, no product issue was identified for the cell-dyn 1700 for discrepant h & h patient results. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.